Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear buttons flexible pcb was pulled from the ca board. The cause of the non-functional response buttons is the pulled cable. The root cause of the physical abuse to the damaged button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.